Event description:
It was reported that in one vial-mate reconstitution device a leak was observed while connected to a bag of 0.9% sodium chloride injection 250ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. If additional relevant information or samples become available, a follow-up report will be submitted.